Manufacturer narrative:
No bends or kinks were observed in the soft cannula. A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.

Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site on the leg, the pod's cannula was found bent and there was insulin leakage. As treatment, a new pod was applied.